Manufacturer narrative:
(B)(4). The product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. This report addresses quantity sample 1 of 2.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The complaint was confirmed in the lab for pm. The set was visually inspected and noted one loose particle on the inside of the overwrap that had been taped down a batch review was performed on the associated lot with no issues noted. Not enough data is available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. The particulate in this complaint outside of the fluid path is considered a cosmetic minor defect that would not affect the integrity of the set. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that a black spot was seen on the supply line prior to use. No patient injury or medical intervention was reported.